Manufacturer narrative:
.

Event description:
The pt reported that subsequent to dbs system revision (lead and bilateral ipg replacement) in 1999, he experienced some tingling in his right leg, arm and on the right side of his face. Two months later, the lead was "adjusted slightly" and the situation was improved, but they were never able to get complete control of the right-sided tremor without inducing uncomfortable tingling on that side. The pt is left-handed, so right-sided symptom control was less important to him. He also would not inactivate right-sided therapy due to feeling uncomfortable stimulus any time that side was turned on.